Event description:
Customer, respiratory therapist, reported that the cuff of the reported device developed a leak during pt use. The customer confirmed that decannulation and recannulation of a replacement tube was required. The customer confirmed that the tube was replaced without injury to the pt.

Manufacturer narrative:
(B)(4). The tube is currently in transit to the manufacturing site for analysis.